Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a mildly tortuous and calcified lesion exhibiting 100% chronic total occlusion located in the distal circumflex (cx) artery. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement. It was reported that the stent caught on the guideliner and became deformed. It is indicated that the procedure was not completed. The patient is reported to be alive with no injury.